Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens had a 90º rotation not associated to a low vault. Pre-op bcva 20/20 and post-op ucva 20/25. See MFR #2023826-2014-01124 for the patient other eye.

Manufacturer narrative:
(B)(4): evaluation:method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.lens remains implanted.